Event description:
The pt's one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) sent follow up questions to lfs and received answers included in the info below: the pt has had diabetes for 10 or 11 years and has taken insulin for 5 years. She usually takes lantus insulin 10 units in the am (7:30-8:00 am) and 6 units in the evening (6:00-7:00 pm). At meal times she takes rapid insulin by sliding scale. The husband could not tell the lfs customer service atent (csa) what specific sliding scale the pt followed. However, he said one unit of rapid insulin lowers the pt's blood glucose 30 to 40 mg/dl. On 4/23/06 the pt obtained a result of 263 mg/dl at 7:16 am. She took 10 units of lantus and 8 units of rapid insulin. The pt did not test her blood glucose at lunchtime; however she took 6.5 units of rapid insulin. She obtained a meter result of 58 mg/dl at 5:19 pm. She ate as usual and took 6 units of lantus insulin and 6.5 units of rapid insulin. She obtained a result of 319 mg/dl at 9:55 pm result of 319 mg/dl, the pt took 2 units of rapid insulin and went to bed. The pt beame unconscious. The husband gave the pt 2 tubes of liquid glucose and at 12:26 am obtained a result of 27 mg/dl on the reported meter. He gave the pt a third tube of glucose and obtained a result of 48 mg/dl at 12:35 am. The pt felt better and drank some apple juice. She received no treatment from a health care professional. At 8:00 am, the pt's blood glucose reading was 400 mg/dl. The csa confirmed that correct testing technique was used, the strips were in good condition and were not expired, and the meter code matched the test strip code. A control solution test was not performed because the control solution was expired. The meter, test strips, and control solution were replaced. The complaint is reported because the pt experienced hypoglycemia with loss of consciousness after taking insulin based on the reported meter reading of 319 mg/dl. However, during the hypoglycemic episode the pt's husband obtained low blood glucose readings.